Manufacturer narrative:
H3: device eval by manufacturer: a 27mm lotus edge valve system was returned for analysis and analyzed by a bsc quality engineer. The lotus edge valve system was returned fully sheathed. A kink was noted to the outer sheath of the delivery system catheter at 7.5cm proximal from the tip of the outer sheath. A compression was noted at the bend of the outer sheath of the delivery catheter at 11.5cm proximal from the outer sheath tip and extending proximally for 3cm. The lotus edge valve system was unsheathed, and no issues were noted to the distal components. The lotus edge valve was released without issue. A photographic image was provided to assist in the investigation and was reviewed by a bsc quality engineer. The image shows a severe kink in the lotus edge delivery system catheter. The radiopaque marker on the catheter is not correctly orientated on the outer most curvature and instead is orientated towards the inner curvature of the anatomy.

Event description:
It was reported that a lotus edge valve delivery system catheter kink occurred. A large lotus introducer sheath (lis) was inserted via a right transfemoral approach. Tortuosity was noted at the right common iliac artery and in the abdominal aorta. Pre-balloon aortic valvuloplasty(bav) was performed four (4) times with a 23/40mm non-bsc balloon catheter, according to the instructions for use(IFU). The 27mm lotus edge valve system was introduced into the lis with the correct curve maintenance and xs safari guidewire management. During initial advancement, imaging was performed from the anterior posterior (ap) projection; however the central radiopaque marker was not fully positioned on the right side of the viewing monitor and advancing was stopped. The physicians corrected at the level of the abdominal aorta with torqueing the 27mm lotus edge valve system. The 27mm lotus edge valve system was quickly advanced at the same time the c-arm was moving. In the left anterior oblique (lao) imaging position, it was noted that the central radiopaque marker was not fully on the outer curve of the anatomy. A kink was identified on the lotus edge catheter about 1 cm below the buckles of the 27mm lotus edge valve. The 27mm lotus edge valve delivery system was removed. A second 27mm lotus edge valve was prepped and implanted successfully. No patient complications occurred. The patient is in good condition.

Event description:
It was reported that a lotus edge valve delivery system catheter kink occurred. A large lotus introducer sheath (lis) was inserted via a right transfemoral approach. Tortuosity was noted at the right common iliac artery and in the abdominal aorta. Pre-balloon aortic valvuloplasty(bav) was performed four (4) times with a 23/40mm non-bsc balloon catheter, according to the instructions for use(IFU). The 27mm lotus edge valve system was introduced into the lis with the correct curve maintenance and xs safari guidewire management. During initial advancement, imaging was performed from the anterior posterior (ap) projection; however the central radiopaque marker was not fully positioned on the right side of the viewing monitor and advancing was stopped. The physicians corrected at the level of the abdominal aorta with torqueing the 27mm lotus edge valve system. The 27mm lotus edge valve system was quickly advanced at the same time the c-arm was moving. In the left anterior oblique (lao) imaging position, it was noted that the central radiopaque marker was not fully on the outer curve of the anatomy. A kink was identified on the lotus edge catheter about 1 cm below the buckles of the 27mm lotus edge valve. The 27mm lotus edge valve delivery system was removed. A second 27mm lotus edge valve was prepped and implanted successfully. No patient complications occurred. The patient is in good condition.